Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the ins and lead were explanted because the patient had reported it wasn¿t working. The patient had complained to hcp that the therapy wasn't working, and the surgery was scheduled as a possible revision of lead and/or battery depending on what was discovered intra-op. A possible infection was discovered intra-op as well as the lead detachment in ins. It was determined the lead was not secured in the ins and pulled out when the physician picked the ins up from the pocket. There was possibly an improper operative technique when tightening set screw in ins during original implant or ins set screw defect that led to lead coming to loose. Cultures were taken intra-operatively. No further complications were reported or are anticipated.